Manufacturer narrative:
This report was created to capture serious injury related to the marathon catheter. The catheter was not returned for analysis; therefore, the event cause could not be determined. In addition, the lot history record review was not possible since the lot numbers were not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00947 , 2029214-2015-00948.

Event description:
Citation: phat d vu and arthur a grigorian. Microcatheter entrapment retrieval from onyx embolization in brain arteriovenous malformations: a technical note. Interventional neuroradiology 0(00) 1 to 4. Published. 2015 jul 31. Pii: 1591019915583226. Medtronic (covidien) received information from the literature review regarding difficulties with prolonged catheter retrieval time and retention. The approach to onyx injection was by the plug and push technique for embolization of the avms. Even while utilizing ev3 standard protocol for retraction. One patient had difficulties with retrieval time and retention. There was concern with the lodged catheter due to prolonged time (>90 min) with sequential gentle traction. A decision was made in the best interest of the patient's safety to cut the distal microcatheter at the entry point into the femoral artery using the standard protocol for an entrapped catheter. This patient was put on anticoagulant regimen with further follow-up on the surgical resection of the bavm. One and six months follow-up showed no further neurological complications. From january 2010 to november 2013, a total of 37 patients analyzed. The patients were treated for bavms at the medical center of central georgia in the neuroendovascular suite with biplane vascular digital subtraction angiography.